Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned an the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece had a stuck motor. After replacing the battery several times, the program persisted and the unit did not turn on. There was no pt harm or delay reported.